Manufacturer narrative:
The pump was received with an intermittent button response and button error alarm due to the corroded keypad traces. The pump was received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
The customer reported via phone call that her insulin pump slid off the countertop and hit the floor. Customer stated that she received a no delivery alarm. Customer's blood glucose was 168 mg/dl at the time of the incident. Customer was unable to clear the alarm. Customer was unable to clear the alarm due to the unresponsive keypad. Customer stated that the esc and act buttons were not responding. Customer also received a no delivery alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.